Manufacturer narrative:
Onsite investigation was preformed and the field representative was unable to replicate the reported event, however, while inspecting the emitter, he noticed that the connection from the emitter to the cord seemed loose. Replacement of the emitter (field generator) resolved the issue. No further issues were reported. Analysis of the returned emitter could not confirm any failure as it operated as intended. It was connected to a test system for a multi-day burn-in test. The system remained in green status during all testing. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the navigation system seemed to have an intermittent tracking issue with their instruments. They reported that they sometimes needed to manipulate the emitter's cable to get it to work. There was no patient present when this issue was identified.